Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were "107 mg/dl and 187 mg/dl" on pt's meter. Tests were done within 10 mins with a difference of 48%. Pt did not experience any adverse events. No further info has been reported.